Manufacturer narrative:
A medtronic representative reported the surgeon chose not to do any trouble-shooting at the time of the reported event. Also noted the surgeon was not interested in investigating a root cause of this event as there was no clinical impact.no parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged a 2cm lateral inaccuracy. The patient was in the prone position and was registered using tracer registration. After registration, accuracy was verified. It was not confirmed where in the procedure the inaccuracy was identified. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.